Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with stripped battery cap. The customer states they were able to remove the cap, but are afraid they damaged it in the process. The customer's blood glucose level at the time of incident was 275mg/dl. The customer is being sent replacement battery cap. The customer also mentioned having been hospitalized before for high blood glucose level of 800mg/dl. The customer states the pump did not turn off and kept receiving insulin. The customer was advised to phone in incidents as such, right when they occur. The customer was advised to monitor the device and call back if issues arise.